Event description:
It was reported that a patient using the ilet experienced frequent hyperglycemia, with a highest blood glucose of 288 mg/dl for a duration of a couple of hours, while making multiple meal announcements and administering additional subcutaneous humalog injections to address elevated glucose. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included no hospitalization, no professional medical intervention, no alerts or alarms reported, and no assistance required. Investigation included complaint handling, review of device use patterns, and user education and troubleshooting. Investigation of this case revealed use of meal announcements as corrections and concurrent manual insulin dosing, which are inconsistent with intended use and can lead to algorithm disruption and hyperglycemia, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to dosing behavior rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.